Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received 5 inappropriate shocks a few years ago. Technical services (ts) noted the rhythmmatch feature had been adjusted after that in order to be less sensitive. The health care professional (hcp) questioned the time to therapy delivery on recent episodes in which technical services (ts) discussed appropriate timing due to the lengthened duration that had been set previously. This patient is being considered for a ventricular tachycardia (vt) ablation. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks while shoveling, due to an atrial driven arrhythmia. The rhythm was not successfully converted with therapy provided. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received 5 inappropriate shocks a few years ago. Technical services (ts) noted the rhythm match feature had been adjusted after that in order to be less sensitive. The health care professional (hcp) questioned the time to therapy delivery on recent episodes in which technical services (ts) discussed appropriate timing due to the lengthened duration that had been set previously. This patient is being considered for a ventricular tachycardia (vt) ablation. This ICD remains in service. No adverse patient effects were reported.